Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterine prolapse and repair of right lower abdominal incisional hernia with mesh. It was reported that following insertion the patient experienced pain, dyspareunia, bladder infections, constipation, and pain in the pelvic area. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2002 and mesh were implanted into the patient. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted concurrently with halban enterocele repair, abdominal paravaginal cystocele repair, rectocele repair and insertion of suprapubic catheter. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.